Manufacturer narrative:
A visual inspection was performed on the returned guide wire. The reported peeling was unable to be confirmed as there was no damage on the returned guide wire. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. The investigation was unable to determine a conclusive cause for the reported guide wire peeling. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Date of event: (B)(6) 2019 is an estimated date. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Exemption number e2019001.

Event description:
It was reported that during preparation of the 014 whisper extra support guide wire, the polymer coating peeled while shaping the tip. There was no patient involvement. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.